Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high, undefined impedance. It was noted that the patient experienced the chronotropic incompetence. The lead was capped and replaced. No further patient complications have been reported as a result of this event.